Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Review of the event history log showed no error codes. Could not confirm customers complaint during product complaint investigation/product verification testing (pci/pvt). During visual inspection, found degradation to the downstream occlusion seal. Replaced seal, updated software and calibrated sensors. Pump passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "cassette not attached properly" error. There was no patient involvement, and no patient harm/adverse event reported.